Event description:
The following was reported to davol by the pt's attorney: it is alleged that on (B)(6) 2003, the pt was implanted with multiple pelvic devices including a bard ptfe mesh. The attorney's report alleges permanent injury, nerve damage pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that in 2003 the pt was implanted with multiple pelvic devices including a bard ptfe mesh. No specific device failure has been alleged and medical records have not been provided. We have contacted the initial reporter to request add'l info. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.